Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to hyperglycemia on (B)(6) 2020 with blood glucose level of 360 mg/dl. Customer was in emergency room as a result of high blood glucose. Customer was experiencing vomiting, abdominal pain and lethargic due to high blood glucose. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was treated with insulin pump and at hospital they treated with fluids and seven units of insulin. Customer stated that the insulin pump was not delivering the insulin. Insulin pump will not be returned for analysis. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm or no delivery alarm noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and minor scratched lcd window. (B)(4).